Event description:
It was reported that the patient notifier alerted for low impedance on (B)(6) 2010 and the impedance trend for the right ventricular lead showed low impedance values. After programming the patient's pulse generator to unipolar, the lead impedance was 310 ohms. Lead replacement will be scheduled.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.